Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismax machine, the device shut down for an unknown reason. It is assumed that the treatment was ended without the extracorporeal (ec) blood circuit being returned to the patient as a blood transfusion was required. No additional information is available.

Manufacturer narrative:
. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.